Event description:
During product evaluation of the adult size microcuff endotracheal tube, condensation in approximately 12 tubes were observed, varying around 1 ml. It was not noticed until the patients were extubated and found when the user deflated the cuff. The user cited concerns if the fluid was contaminated and can they still accurately measure cuff pressure. They were also concerned that if the condensation seeped out a the pilot cuff, could it effect any respiratory monitors that may be located around that area. The sales representative confirmed that the tube was hooked properly. The user did not state any patient injury or medical intervention. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
A lot number was not provided for review of the device history record. The product involved in the incident has not returned yet for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.